Manufacturer narrative:
Upon further investigation, the reported issue was found during device testing and outside of clinical use; therefore, this complaint no longer meets reportability requirements.

Event description:
The customer reported can not startup. The device was not in use, no patient or user harm was reported.